Event description:
I was injured by a cosmetics product that is being imported into the us from china marketed for the usage of "cryolipolysis" or fat freezing. This "fat freeze membrane" is being sold through a long-convoluted chain from manufacturer to several branching traders/suppliers, allowing it to gain access to the us market with no other safety protocols and making it nearly impossible to find the originating manufacturer. The product packaging itself contains no country of origin/manufacturer, safe usage/ restrictions/warnings, no list of ingredients other than putting the ingredients as "antifreeze" on the packaging. With the level of damage to my skin due to lack of safety and warning information, I also wish to find how to redress my grievances (hospital bill, pain & suffering, etc).